Event description:
Additionally, healthcare professional (hcp) specified juvéderm® voluma® with lidocaine as the product injected in the cheeks, chin, and right jawline. Juvéderm® voluma® with lidocaine was the product injected in the right cheek about a month and a half after the first injections. Juvéderm® voluma® with lidocaine was specified as the product injected in the chin and right jawline about 5 months later. The hcp further reported ¿issues seem to be where volbella and volift used, but interestingly where cannula was used.¿ a biopsy was not performed to confirm ¿biofilm¿. The reporter confirmed that the klacid® and meryndol® were provided as treatment for the event, not the tooth problem. The patient still has ¿slight hardness around some areas of filler¿. The patient is happy with the outcome. There is no permanent damage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported the case as a delayed hypersensitivity.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected in the cheeks, chin, and right jawline with 3 mls of unspecified juvéderm® voluma® and in the nasolabial with 1 ml of juvéderm® volift® with lidocaine. About a month and a half later, the patient had ¿a further 1 ml to the right cheek¿ of an unspecified dermal filler, as the injector ¿had noted a flat spot¿. On this day, the patient also had 1 ml of juvéderm® volbella® with lidocaine in the tear trough. About 5 months later, the patient additionally had 1 ml of the juvéderm® volift® with lidocaine in the nasolabial area and 2 mls of unspecified juvéderm® voluma® in the chin and right jawline. The injector alleged that photos showed ¿no obvious lumps to this point¿. About a month and a half later, the patient presented with ¿a visible lump on right lower cheek, lumpiness through bilateral nasolabial[,] and lump on the right buccal hollow.¿ healthcare professional suspected it was a ¿possible biofilm reaction." The injector further reported: ¿[patient] had been having issues with a tooth but[,] we believed we had waited until that was settled prior to treatment. The dental issues were on the left side. Most of the lumps were seen on the right side.¿ on the same day, the patient was treated with 1000iu hyalase®, ¿as lumps were visible under klacid® antibiotic cover as well as taking mersyndol®.¿ 3 days later, the patient was further treated with 750iu hyalase®, as there was some improvement with the first hyalase® treatment. The lumps are mainly gone through the nasolabial region. The right cheek lump is still palpable, but it is no longer visible. The patient refused additional hyalase®. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00375 (allergan (B)(4)), MDR ID# 3005113652-2019-00376 (allergan (B)(4)), MDR ID# 3005113652-2019-00377 (allergan (B)(4)), MDR ID# 3005113652-2019-00378 (allergan (B)(4)), and MDR ID# 3005113652-2019-00380 (allergan (B)(4)). This MDR is being submitted for the second injection of juvéderm® volift® with lidocaine.